Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had co2 insufflator found there is leakage unable to use it (produce sounds of gas leakage). The event occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: internal co2 leakage due to initial regulator unit malfunction and flat cable corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: as a result of performing the device inspection, the phenomenon was reproduced. Based on the information obtained from this complaint and the investigation results, and the device inspection result, initial regulator unit malfunction which is thought that caused the occurrence of the phenomenon indicated by the customer was confirmed. The cause of the occurrence of initial regulator unit failure is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.